Event description:
The case was aortic valve replacement (avr) for a patient with thrombocythemia (no anticoagulants other than heparin were used). It was planned that after turning on the pump, it would wait to see if there was any anomaly or not before starting the procedure. However, act did not improve, and the case was ultimately changed to a transcatheter aortic valve implementation (tavi). It was stated that the pump was running as a backup even during tavi. According to the pump records, pre-oxygenator pressure increased between approximately 14:04 and 14:25. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: PMA/510(k): k130520. Visual inspection of the actual sample upon receipt found no anomaly such as breakage. The actual sample was filled with glutaraldehyde-containing saline solution and fixed, the housing and filter were removed, and visual inspection of the gas transfer part was performed. It was found that red blood clots had been adhered to the filter. No anomaly was found in the condition of fiber winding. The fiber layer was removed gradually, and visual inspection of the gas transfer part was performed. Formation of red blood clots was found in the filter. No anomaly was found in the condition of fiber winding. The outer cylinder was removed from the heat exchanger, and visual and magnifying inspections of the heat exchanger were performed. Formation of white blood clots was found. Electron microscopic inspection of the filter and fiber was performed. It was found that blood cell components such as platelets and red blood cells had been adhered to the filter and fiber. Confirmation of the pump record: after the start of extracorporeal circulation, it was found that the oxygenator entrance pressure increased from 206mmhg to 220mmhg in response to changes in flow rate. At this time, the pressure drop (pre oxygenator pressure - post oxygenator pressure) fluctuated between 41mmhg and 45mmhg, and no obstruction was found. The manufacturing record and the shipping inspection record of the actual sample found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, from the provided pump record, no obstruction was found in the oxygenator. As a possible cause of the increase in pre oxygenator pressure of approximately 20mmhg, it was likely that some force was applied to the circuit downstream of the oxygenator. Relevant instructions for use (IFU) reference: "do not reduce heparin during circulation. Otherwise, blood clotting might occur." "Adequate heparinization of the blood is required to prevent it from clotting in the system." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.